Event description:
Reportedly, the customer was told by physician to deliver half the requested bolus amount during activity. Customer requested assistance overwriting the suggested bolus amount. The customer's blood glucose level was elevated (241 mg/dl); however, the customer understood that this was due to not delivering a full bolus. During troubleshooting with tandem technical support, customer was able to successfully overwrite suggested bolus amount.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.